Event description:
A report was received that the patient is experiencing an itching sensation from the ipg site down to their legs. The patient has also developed red spots on their chest. The physician prescribed the patient tavelgyl to treat the itching.

Manufacturer narrative:
Additional information was received that the patient was explanted and she is reportedly doing well. Device evaluation for ipg indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. No excessive current leakage or spurious signals were observed while the ipg was active in saline solution. Reviews of the sterilization record and the residual gas analysis report did not find any anomalies that potentially relate to the reported symptom. Lead (serial (B)(4)) and extension(serial (B)(4)) evaluation indicated that visual and x-ray inspections were performed to ensure the device's integrity. No anomalies were found. Review of the sterilization records did not find any anomalies that potentially relate to the reported symptom. A review of the manufacturing documentation of extensions s/n (B)(4) revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-55, (B)(4) & (B)(4), model description: phase iii lead extension -55cm. Model#:sc-2352-50, (B)(4), model description: linear 3-4 lead 50cm.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to itching. The patient underwent a trial with a competitors device which didn't resolve the itching. One lead was explanted from the patient, non bsc lead, and the patient was advised to leave the device off until the explant procedure.

Event description:
A report was received that the patient is experiencing an itching sensation from the ipg site down to their legs. The patient has also developed red spots on their chest. The physician prescribed the patient tavegyl to treat the itching.

Event description:
A report was received that the patient is experiencing an itching sensation from the ipg site down to their legs. The patient has also developed red spots on their chest. The physician prescribed the patient tavelgyl to treat the itching.